Event description:
It was reported that the impedances measured on electrode #3 were greater than 4,000 ohms. Therefore, the #3 electrode was not programmed for therapy. There were no patient injuries and no further problems with the patient.

Manufacturer narrative:
(B) (4).